Event description:
Additional information was received stating that the patient was accessed on both the right and the left common femoral arteries, one proglide per side. Hemostasis was achieved with a non-abbott device at each access site. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that vessel puncture closure was attempted in a mildly calcified common femoral artery using two proglide devices with a 6f sheath after a peripheral angiogram interventional procedure. Reportedly, no suture was present when the plunger of both proglide devices was removed. Another closure device was used to complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.